Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in spain reported via a fisher & paykel (f&p) healthcare field representative, that the dry line and expiratory limbs of a 950n81 neonatal ventilator dual heated circuit kit were reversed and incorrectly connected at the servo-n ventilator (non-f&p) end while in use with an f&p healthcare 950 respiratory humidifier. The healthcare facility reported that there was no patient harm.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided. Section g4: the 950n81 neonatal ventilator dual heated circuit kit is not sold in the USA but is similar to a product, the 950n81j neonatal ventilator dual heated circuit kit, which is sold in the USA. The 510(k) for that product is k220703. Section h11: method: our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the dryline and expiratory limb of the subject device were reversed and incorrectly connected at the servo-n ventilator (non-f&p) end. The patient would have continued receiving the prescribed pneumatic ventilation and oxygen concentration; however, the humidification system would have been bypassed. Conclusion: the reported event was caused due to a user error whereby the dryline and expiratory limb were incorrectly set up by the user. Respiratory humidifiers are part of the ventilation system which deliver medical gases to mechanically ventilated patients. As such, respiratory humidifiers are required to comply with the gas connection ports specified in the current ventilator standard iso 80601-2-12:2011 (essential performance for ventilators). This standard specifies both gas connection ports to be 22 mm male connections, which comply with iso 5356-1:2015 (beathing circuit conical connectors) for medical tapers. The f&p 950 breathing circuits kits, including the subject device, have been designed with dryline and expiratory limb that have different colours to differentiate between the direction of gas flow. The user instructions that accompany the subject device provide step-by-step instructive diagrams on the correct set up of the breathing circuit limbs. The user instructions include the following warnings and cautions: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - set appropriate ventilator or flow source alarms to monitor therapy delivery.

Event description:
A healthcare facility in spain reported via a fisher & paykel (f&p) healthcare field representative, that the dry line and expiratory limbs of a 950n81 neonatal ventilator dual heated circuit kit were reversed and incorrectly connected at the servo-n ventilator (non-f&p) end while in use with an f&p healthcare 950 respiratory humidifier. The healthcare facility reported that there was no patient harm.